Event description:
The complainant reported a patient was implanted with an impella 5.5 device for elective placement. Patient with unknown medical history who presented to emergency department on due to worsening chest pain over the course of the last week along with shortness of breath. ECG showed anterior stemi and patient was taken to ccl for left heart catheterization which revealed multivessel coronary artery disease and a need for coronary artery bypass graft(CABG). Patient taken to or this am for CABG x 4 with plans to place 5.5 electively due to ef of 10%. Patient continues to have ventricular tachycardia (vt) despite clean cath report and multiple echo images and repositioning of 5.5. Physician do not attribute vt to impella at all. Patient was later successfully weaned and is stable,

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: ventricular fibrillation: in order to make a cause determination, all of the clinical details outlined in es2023-0158 would have to be provided. The cause of the injury was unable to be determined due to insufficient clinical details. Device history review: the pump s/n: (B)(6) passed all the post sterile inspection checks.